Event description:
End-user advised riding down the hill to get mail and chair stopped. End-user restarted chair and then went slow and then it took off and then stopped all of sudden and end-user slipped out of the chair and fell on the ground. End-user advised legs were scraped up and arms bruised. End-user advised went to the hospital. End-user advised this happened over a year ago, end-user could not provide any further information.